Manufacturer narrative:
Initial.

Event description:
It was reported that the user fell on a sidewalk and the ilet pump screen fractured; the touchscreen still responded to input, but the glass was cracked and tactilely apparent. Symptoms included no injury, medical complications, or glycemic events. Outcomes included a replacement ilet pump provided to the user. Investigation included review of the event description and device use. Investigation of this case revealed physical damage to the display consistent with accidental impact, with retained touch functionality indicating localized screen glass failure rather than an electronic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling/accidental damage from a drop.